Event description:
Patient reported left side rupture. Physician later reported "capsular contracture grade I". Device has been explanted and replaced.

Manufacturer narrative:
Clarification b3 (date of event): approximately autumn 2024. Diagnostic date: (B)(6) 2024 (hence b3 populated as (B)(6) 2024). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Peer/ supervisor reviewer. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.